Event description:
Contacted by co rep on 9/10/99 to inform that implanted lens for left eye could potentially cloud post-operatively. Surgeon stated he noticed what he thought was "glare" at time of implant. First day post-operatively (8/20/99), noticed on slip lamp exam implant with some hazy appearance. Visual acuity ok at the time w/o correction = 20/30 and pinhole to 20/20.